Event description:
It was initially reported that the patient had a yeast infection. The etiology of the event was noted as a ¿new illness, injury.¿ it was also reported that no interventions had taken place. The outcome of the event was not as ongoing. Additional information received on (B)(6) 2013 reported that clotrimazole 1% topical cream was noted as an intervention. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00beg, implanted: (b)6( 4)2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported that, as of (B)(6) 2013, the patient had no further complaints of yeast infections. The patient outcome as of the same date was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.